Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On 23-feb-2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse ran several tests to check the mixing motor and home sensor but could not duplicate the issue. Fse replaced the stc lane as a precaution and verified alignments. Fse then ran test cup transfer test and quality controls (qc); all results passed within acceptable range and specifications. The aia-2000 instrument functions as intended. No further actions required from field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 22-jan-2017 through aware date (B)(4) 2018. There were no similar complaints identified during the searched period. The aia-2000 operator's manual under appendix 4: error messages states messages: 3061 is stc (sample treatment cup) lane mixing failure. This error is generated when the mixing check sensor of the stc lane mixing motor failed to detect a mixing operation. The current measurement will be flagged (io flag) and new measurements will be suspended. The solution for the customer is to contact tosoh service center or local representatives. The most probable cause of the reported issue was due to stc mixing lane hardness.

Event description:
On (B)(6) 2018, a customer reported getting error 3061 stc lane mixing failure on the aia-2000. Customer is unable to run luteinizing hormone (lh ii), follicle stimulating hormone (fsh), and beta human chorionic gonadotropin (bhcg) on patient samples. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for fsh, lh ii, and bhcg. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.